Event description:
Analysis of the returned lead confirmed coil discontinuities in both the positive and negative quadrifilar coils in the body region of the returned lead portions. Abraded openings of both the outer and inner tubing was observed near the coil break area. The coil break areas show evidence of stress induced fracture and pitting on the break ends and on the surface of the coil surface indicating that stimulation was likely present following the lead break. The abraded opening, slice mark and puncture mark found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other anomalies were noted. Analysis of the returned pulse generator revealed no anomalies. The pulse generator diagnostics were as expected for the programmed parameters and high impedance was confirmed. A normal impedance reading of 4026 ohms is observed on the date of explant and is consistent with the use of the test resistor on that date, as reported. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.

Event description:
The explanted generator and lead were returned to the manufacturer and are currently undergoing product analysis. The international distributor reported that the pulse generator was replaced prophylactically.

Event description:
An international distributor reported that a patient's vns system exhibited high lead impedance on (B)(6) 2015. Diagnostic data received indicates 2 high impedance measurements on (B)(6) 2015 with normal impedances observed prior to that date. X-rays submitted to the manufacturer indicate a possible lead fracture in the neck area. The use of tie-downs was not as indicated in cyberonics labeling. There was no known patient manipulation or trauma that is believed to have caused or contributed to the high lead impedance. The patient underwent surgical evaluation of the high lead impedance and after disconnecting and reconnecting the lead pin to the generator high impedance was observed once again. Generator diagnostics performed confirmed proper generator function. Given the continued presence of high lead impedance the physician elected to explant and replace the lead and pulse generator. Upon explant a lead fracture was observed in the lead body by the surgeon. To date the explanted products have not been received by the manufacturer.

Manufacturer narrative:
Date received by manufacturer, corrected data: manufacturer's supplemental report #2 inadvertently omitted the date the information was received by the manufacturer, the date should have been indicated as 12/01/2015.